Event description:
The customer's daughter called for assistance with the fixed prime. The daughter then stated that the paramedics were called last night because the customer experienced low blood glucose levels, then passed out. Found that the customer may have over estimated for his carbohydrates. Also, the time was off by an hour. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.